Event description:
According to the customer, on (B)(6) 2024 when setting up the bed for one of their customers the "head motor sparked when it was plugged in".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 when setting up the bed for one of their customers the "head motor sparked when it was plugged in". The customer reported they replaced the head motor, and the issue resolved. The customer reported there was no injury that occurred as a result of the reported issue. The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.